Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Functional testing found the device would not power on with the original battery pack. The device did power on with a lab battery; however, the suction was not working, and the motor made a high-pitched noise. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack and there was a rust like corrosion on one of the terminals. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. Additionally, visual inspection of the interior of the handpiece found the motor mounts were melted and warped, and there was damage to the teeth of the face gear. There were no signs of fluid in the tubing. The pinion gear was in the correct position. It was also noted that the plunger was stuck in place inside the housing. There was no debris or damage to the o-rings. There were no signs of smoking, burning, or charring. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to manufacturing deficiencies. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: japan.

Event description:
It was reported that during surgery, the unit would not spray saline water although the motor was working, and it made abnormal noise during working. During product evaluation and visual inspection of the interior of the pack, it was found that the batteries had leaked electrolyte inside of the pack. There was no patient harm/injury reported. There was no information about surgical delay. Due diligence is complete; no further information is available.